Event description:
During a right ventricular outflow tract ablation procedure, a pericardial effusion occurred. Following completion of geometry with a safire blu duo catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed stabilizing the patient and the procedure was completed without further complications. The patient remained stable and was discharged the following day. There were no performance issues with the device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.